Manufacturer narrative:
(B)(4) - power, intermittent. Evaluation results: evaluation of the returned product found the alarm is missing a battery door. The alarm did not power up on the first attempt however, it did power up on the second and third attempts. The alarm did not sound as it should. (B)(4).

Event description:
The customer reported the alarm has intermittent power. They reported that the batteries are changed every 4 weeks. There was no pt incident or injury reported.